Event description:
This case reported by a health care professional, concerns a female patient with a history of chronic graft versus host disease (gvhd) of the gut. The patient had previously undergone 5 extracorporeal photophereseis (ecp) treatment. In 2006 cycle one was started and a clot was noted at the venous access site, so the instrument was paused for 45 minutes while alteplase was used to break down the clot. Treatment was then resumed and 12 minutes later, a loud screech was heard and the blood leak alarm was also sounded. The patient line was clamped immediately and the instrument was turned off. Vital signs were noted to be stable. There was a crack in the botton of the centrifuge bowl and the patient lost about 100 cc of blood, as the bowl had not yet filled completely. No medical intervention was performed. As blood was found outside of the instrument, the incidence was considered a potential health biohazard to the operator. Therakos sent a notification to all user facilities regarding implementation of biohazard precautions.

Manufacturer narrative:
Investigation description: the centrigfuge bowl base separated from the centrifuge bowl body. The area where the base is welded to the bowl body remained intact. This is a failure of the molded bowl base part. Therakos has received reports of this problem at approximately 0.33% defect rate. An "important product notification" has been issued by therakos warning the health care professionals to follow universal biohazard safety precautions. FDA has been notified. Therakos has offered to exchange inventory at customer request. A test has been developed that can detect this defect and it is in use to evaluate finished goods as well as work in process xt-125 procedural kits and work in process centrifuge bowls.